Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up report will be submitted.

Event description:
It was reported that a zimmer dermatome, harvested skin and it wasn't smooth. The surgeon still used it so he didn't have to use the mesher. They didn't know if its because of the patients skin since he was taking steroids and the skin didn't look good. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). On april 27, 2018, it was reported that the harvested skin was not smooth. The customer did not return a dermatome device, serial number unknown, for evaluation. The device history record (DHR) review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. The repair history review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. Product review of the dermatome was unable to be performed as the device was not returned for evaluation. Repair of the dermatome was not performed by zimmer biomet surgical as the device was not returned for repair. The reported event was non-verifiable as the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Not returned to manufacturer.